Event description:
Jjpi was informed of this event through correspondence from an attorney. The correspondence stated "failed, requiring re-surgery and replacement." No other details were provided.

Manufacturer narrative:
A manufacturing batch record review was conducted on cat#550295, srom locking pin, lot#sa107697. No discrepencies were found, all certificates and inspection reports were in order. At this time jjpi considers this file to be closed.